Event description:
It was reported that a patient had seizures, the first of which was (B)(6) 2015 when the patient was found unresponsive. The patient had a grand mal seizure (B)(6) 2015, no seizures during the month of (B)(6) 2015 the patient was found unresponsive. The pump was refilled in april and the patient¿s clinic and a physical rehabilitation healthcare professional (hcp) were notified of the patient¿s issue. The hcp stated that maybe these seizures were caused from the drug infusion system. On (B)(6) 2015 ¿yesterday¿ at 11:30 pm the patient had another seizure and was flown to the hospital; then at 4:30 on the date of this report the patient had another seizure and was currently in the intensive care unit (ICU). The onset of all seizures was sudden. ¿all tests that have been done¿ have been negative per the reporter, so they did not know what was causing the seizures. An MRI (magnetic resonance imaging) scan was ordered and the reporter requested that a manufacturer¿s representative conduct a catheter dye study. The patient¿s catheter was noted to be twenty years old and there was concern that there may be an issue with that. The reporter stated that ¿not very many hcp¿s are familiar with the drug infusion system. The reporter was redirected to the patient¿s hcp. The pump was used to infuse baclofen. No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).